Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was difficult to open and the screw cap broke off. All the broken pieces of the spacer were removed from the patient and a new spacer was successfully implanted. There were no patient complications due to the event.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer suggests that excessive force was used and/or manipulation of the position of the device by gear shifting of the inserter during the procedure.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was difficult to open and the screw cap broke off. All the broken pieces of the spacer were removed from the patient and a new spacer was successfully implanted. There were no patient complications due to the event.